Event description:
It was reported by the clinician that the catheter was being placed in the pt's internal jugular. Before the swan catheter was inserted the valve began to leak. As a result, it was removed. Additional info received from the sales rep on 1/19/2010 states they replaced the sheath with a multi-lumen access catheter (mac) introducer. There were no pt complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.